Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The product is not available for return.

Event description:
The doctor that states the vitrectomy cutter is failing to cut. No patient injury.